Manufacturer narrative:
The subject device has been returned to olympus (B)(4), but has not been returned to omsc. Olympus (B)(4) checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon cannot be conclusively specified. However, based upon the information from olympus india and the former similar case record, omsc surmised there was the possibility this phenomenon was attributed to physical stress or chemical stress or poor storage environment (direct sunlight, under high temperature, under high humidity, under environment exposed to x-rays and ultraviolet rays and so on.), and aging deterioration, etc. If additional information becomes available, this report will be supplemented.